Manufacturer narrative:
Device evaluated by MFR.: synergy ii, us, mr 3.0x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The crimped stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 240mm distal to the distal end of the strain relief. There were also multiple hypotube kinks noted during analysis. A visual and tactile examination found a midshaft kink 26mm distal of the hypo/midshaft kink. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy ii drug-eluting stent was selected for use. However, it was noted that the stent shaft broke outside the patient's body before entry into the sheath. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 20 synergy ii drug-eluting stent was selected for use. However, it was noted that the stent shaft broke outside the patient's body before entry into the sheath. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.